Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) safety disk data detected the specified range and has been informed that the equipment is currently unavailable. The equipment safety disk test data exceeded the factory requirements.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6(health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) during onsite inspection found that the equipment safety disk test data exceeded the factory requirements and replaced the safety disk and after replacement, perform the specified function test according to the factory requirements. The test data meets the factory specified requirements and is delivered for use.